Event description:
It was reported that the patient went to hospital complaining of dizziness and vertigo and the patient¿s was found to be in bradycardia. There was exit block on both the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Auto lead diagnostics shows atrial lead impedance high/open beginning the week ending (B)(6) 2013. Lead warning occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: addr01 ipg implanted: (B)(6) 2010. (B)(4).